Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a 70% stenosed lesion in the popliteal artery with moderate calcification and moderate tortuosity. After a command es guide wire (gw) crossed the target lesion, the 4x60mm armada 14 balloon dilation catheter (bdc) was advance to the target lesion and the balloon was inflated to nominal pressure; however, the balloon could not be completely inflated. The hub of the bdc was then noted to have leakage; therefore, the bdc was removed from the patient. A 4x80mm armada balloon was used to continue the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information provided, a definitive cause for the reported complaints could not be determined. Possible factors that may contribute to a leak include, but are not limited to, manufacturing, damage to the sidearm/inflation lumen, damage to the balloon or loose connections. In this case, it may be possible that the sidearm and or inflation port within the sidearm was damaged resulting in the reported leak and subsequently the inflation issue; however, without having the device to examine, a conclusive cause could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: d9 - device available for evaluation updated from yes to no.